Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that the patient was cooling in an arctic sun device and the flow rate was jumping from 0.7 l/min up to 1.4 l/min. The screen was showing low air leak at times. Nurse stated that no other issues with therapy, patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5, water temperature (wt) was 33.6c. Confirmed nurse had a neonatal pad connected. No kinks or bends in tubing. Walked nurse through pausing therapy, emptying pad, and disconnecting pad. Had nurse rotate the connections 180 degrees and reconnect using proper technique in different spots. Resumed therapy and the water flow rate (wfr) continued to fluctuate from 0.9 to 1.4 l/min. Nurse noticed a few bubbles in the clamps. Walked nurse through accessing system diagnostics were inlet pressure (ip) was -7.5 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 0 percentage, heater was 19 percentage, water reservoir level (wrl) was 4, system hours was 2,210.6, pump hours was 2,065.91. Had nurse stop therapy and disconnect pad. Walked nurse through enabling manual control and placed device in manual control. Without pad, water flow rate (wfr) fluctuating from 0.8 to 2.3 l/min, took a few minutes and water flow rate (wfr) finally settled at 1.2 l/min, inlet pressure (ip) was - 7.8 psi, circulation pump command (cpc) was 46 percentage. Nurse reconnected pad, water flow rate (wfr) continuing to fluctuate 1 to 1.5 l/min, inlet pressure (ip) was -7.9, circulation pump command (cpc) was 68 percentage. Walked nurse through disabling manual control and restarting therapy. After resuming therapy, water flow rate (wfr) was 0.8 to 1.2 l/min. Informed nurse could change the pad to see if they were able to get a more stable flow rate if would like. Nurse would check if this was okay but would like to not change pad at this time. Nurse stated that they also do not had another device. Discussed a flow rate less than 1 l/min caused the heater to diminish and a flow rate less than 0.5 l/min causes the heater to completely turn off. It was important the flow rate stays above 0.5 l/min but as close to 1 l/min as possible. Nurse stated that would keep a close eye on the flow rate and call back if there were any issues. Nurse would pass along to next shift to watch the flow rate. Informed nurse once therapy was completed, they might want to send the device to biomed to check as we would recommend this once the device reaches 2,000 hours. Per follow up information received via email on 05jun2023, it was reported that there was no impact to the patient and therapy was completed. The patient was no more than 72 hours old and and less than 10pounds. Nurse could not remember if the patient was male or female. Mis did troubleshoot and walked nurse through emptying the water from the pads and disconnecting the pads and reconnecting them and did not know if the device went to biomed because it is still in circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the nurse stated that the patient was cooling in an arctic sun device and the flow rate was jumping from 0.7 l/min up to 1.4 l/min. The screen was showing low air leak at times. Nurse stated that no other issues with therapy, patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5, water temperature (wt) was 33.6c. Confirmed nurse had a neonatal pad connected. No kinks or bends in tubing. Walked nurse through pausing therapy, emptying pad, and disconnecting pad. Had nurse rotate the connections 180 degrees and reconnect using proper technique in different spots. Resumed therapy and the water flow rate (wfr) continued to fluctuate from 0.9 to 1.4 l/min. Nurse noticed a few bubbles in the clamps. Walked nurse through accessing system diagnostics were inlet pressure (ip) was -7.5 psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 0 percentage, heater was 19 percentage, water reservoir level (wrl) was 4, system hours was 2,210.6, pump hours was 2,065.91. Had nurse stop therapy and disconnect pad. Walked nurse through enabling manual control and placed device in manual control. Without pad, water flow rate (wfr) fluctuating from 0.8 to 2.3 l/min, took a few minutes and water flow rate (wfr) finally settled at 1.2 l/min, inlet pressure (ip) was - 7.8 psi, circulation pump command (cpc) was 46 percentage. Nurse reconnected pad, water flow rate (wfr) continuing to fluctuate 1 to 1.5 l/min, inlet pressure (ip) was -7.9, circulation pump command (cpc) was 68 percentage. Walked nurse through disabling manual control and restarting therapy. After resuming therapy, water flow rate (wfr) was 0.8 to 1.2 l/min. Informed nurse could change the pad to see if they were able to get a more stable flow rate if would like. Nurse would check if this was okay but would like to not change pad at this time. Nurse stated that they also do not had another device. Discussed a flow rate less than 1 l/min caused the heater to diminish and a flow rate less than 0.5 l/min causes the heater to completely turn off. It was important the flow rate stays above 0.5 l/min but as close to 1 l/min as possible. Nurse stated that would keep a close eye on the flow rate and call back if there were any issues. Nurse would pass along to next shift to watch the flow rate. Informed nurse once therapy was completed, they might want to send the device to biomed to check as we would recommend this once the device reaches 2,000 hours.